Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the buttons on the insulin pump needed to be pressed more than once to respond. Customer declined to troubleshoot, stating her fingers were hurting. The customer will not be returning the device for analysis.